Manufacturer narrative:
Additional information received indicated a field representative followed up with the patient for a post op wound/device check and it was determined the device was programmed in triad configuration for this single coil lead. The configuration was changed to distal coil to can and the impedance returned to normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms two days post implant. Boston scientific technical services (ts) discussed performing a patient initiated interrogation via remote monitoring to obtain additional data. No adverse patient effects were reported.